Manufacturer narrative:
Follow up # 2 - correction to suspect medical device serial #: during a review of this complaint, the device serial number was determined to be incorrect and should have reflected (B)(4).

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the pump wasn't properly delivering insulin. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The reporter contacted animas alleging an inaccurate delivery on the pump and indicated having a high blood glucose and was unable to troubleshoot due to being in the hospital at the time of the contact. Upon call back on (B)(6) 2015, the reporter indicated having a heart attack associated with a diagnosis of diabetic ketoacidosis and a blood glucose of 950 mg/dl on (B)(6) 2015. Updated adverse event and/or product problem, outcome of event and type of reportable event to reflect the patient's injuries.